Event description:
During the helicopter transport of a critical patient, the heating set for a buddy lite fluid warming leaked blood from the flat rectangular cartridge. A hole/tear formed and blood leaked out and was not infusing into the patient. There was no harm and the equipment was replaced. This is one of three similar events with this device at this facility within a short period of time.